Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Failure (event) observed during analysis. Final analysis found masking from the ring electrode on the lead body insulation. There is no damage to the insulation. The lead exhibited normal electrical characteristics.